Event description:
It was reported that the cassette was leaking during compounding. Reporter stated the leak occurred after completion of compounding, after addition of saline and drug and during airing out the cassette as the last step of compounding. There was no patient involvement.

Manufacturer narrative:
E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. Two (2) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. No damage or anomalies were observed during the initial assessment. In order to replicate clinical use, the cassette was filled with 100ml of ro water using an ICU medical provided syringe. During the filling process, a leak was observed from the side of the bag (side b) for both cassettes. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.